Event description:
On (B)(6) it was reported that a q-site connector was being used between the main IV line and the extension tube for heparin lock during bathing. The date of installation is unknown. The IV infusion was administered continuously except during bathing. At 11.30 am, it was confirmed that there were no problems with the connection. At 12:10 pm, a nurse call was received, and upon entering the room, it was found that the sheets were wet. There was no looseness at the site connection. After replacing it with a new q-site connector, there was no leakage. The q-site connector was inspected, but no obvious cracks or other damage were found.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Manufacturer narrative:
The complaint of a leak from the q-syte connectors was confirmed. For one unit, the cause appeared to be manufacturing related. For the other unit, the cause could not be determined. Six photographs and two q-syte connectors were provided for investigation. A functional test revealed a fluid leak from the q-syte connectors. The septum within each connector was damaged. The damage on one septum was in a location that cannot be accessed by the user with a typical luer connection; therefore, the damage was likely caused during manufacturing. The damage on the other septum was in a location that may have been caused either during manufacturing or from use of the device. As one unit was likely damaged during assembly, the appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.